Event description:
The surgery center reported that a laser vision correction patient developed a mild flap striae on the right eye (os) at 12 day post op exam. The flap striae resulted in a flap and rinse to be performed. The patient¿s comment was that noticed a little less sharp vision in the right eye. Bcva from (B)(6) 2015: right eye post-op 20/20 -4.50 x -1.00 x 12, left eye post-op 20/20 -3.75 x -1.00 x 170. Bcva from (B)(6) 2015: right eye post-op 20/20 1.50 x -1.00 x 73.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.